Event description:
Distributor patient contacted dexcom technical support on (B)(6) 2015, to report a missing sensor wire on (B)(6) 2015. Patient reported no discomfort at insertion site. No injuries or medical intervention were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and found that the sensor wire was detached from the housing puck. Therefore, the reported event of a missing sensor wire is confirmed. A definitive root cause could not be determined.